Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp in the right internal jugular vein. On (B)(6) 2025, post the procedure, it was reported that there was problem with infusion and blood couldn't be drawn back, so the port was removed and further reported that the catheter was completely fractured. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a powerport with cath lock and a catheter segment was kept inside a polythene pouch. A small part of catheter was noted inside the cath lock. Therefore, the investigation is confirmed for the reported catheter fracture, material separation, difficult to flush and suction issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp in the right internal jugular vein. Post the procedure on (B)(6) 2025, it was reported that there was problem with infusion and blood couldn't be drawn back, so the port was removed and further reported that the catheter was completely fractured. There was no reported patient injury.